Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00261. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was alarming low battery and the amber light on the display was not illuminated. The device was only running on the battery. The customer replaced the power cord and the device began to operate on ac power, but the battery still did not charge. Battery voltage was at11.39v and had a 2011 date code. The rse provided the customer replacement part information for the v60 battery. Good faith efforts (gfe) were made to confirm the part order and resolution and a gfe response received on 12jan2023 stated that the customer would order the battery. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.